Manufacturer narrative:
Report date: 06feb2019. Date rec'd by MFR: 02feb2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. When the touchscreen was calibrated, it would begin to drift again within 10 minutes. The fse advised the customer to replace the user interface assembly. The customer replaced the user interface board and touchscreen and the issue was resolved. The unit was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of this report: (B)(4) 2019. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the touchscreen on the unit was unresponsive and unstable. There was no patient involvement. The event date was not specified; estimate used.